Manufacturer narrative:
Conclusion: failure to follow instructions (proximal neck length) section d information references the main component of the system. Concomitant medical products: etcf2828c49e, sn (B)(4), expiration date: 2018-02-28, UDI # (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that, during the initial implant procedure, there was a residual type I after 10 heli-fx endoanchors were placed along with an endurant cuff. The left renal artery was intentionally covered to obtain increased landing zone. The physician stated that the cause of the event was due to patient anatomy; specifically, a 5mm infrarenal neck with a revers taper and acute angulation. The physician did not want to perform open repair because of the operative risk. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (proximal neck length). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.